Event description:
On may 13, 2026, the consumer reported that she applied the dressing to protect her post-surgical incisions. The consumer stated that the product was not waterproof, which led to complications at the incision site. On the customer information request (cir) form received on may 28, 2026, the consumer confirmed she sought medical attention. The consumer further specified that her incision became soaked while showering. Upon noticing the moisture, she notified her physician and was advised to monitor the incision and apply a new dressing. The consumer used the remaining product and confirmed that symptoms resolved after discontinuing product use.

Manufacturer narrative:
As of june 25, 2026, a review of the device labeling confirmed that the product application instructions direct the user to gently press and secure all four sides of the dressing to the skin to ensure a waterproof environment. Based on the evaluation of the retained samples and the review of manufacturing and testing records, the lot met all functional specifications, and no defects were identified. Please refer to section b.6 of this report for further details.